Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a competitor upgrade, the left ventricular (lv) lead was unable to be implanted due to some difficulty during the slitting process. No attempt was made to reimplant an lv lead at the time; the patient is scheduled for an epicardial lv lead implant. No patient complications have been reported as a result of this event.